Event description:
It was reported that the stent was used in a larger vessel than prescribed in the instructions for use for a 3.0 stent. The stent was successfully placed in a 3.5mm proximal right coronary artery lesion, and the pt was discharged after a normal post-op period. Three days later, the pt was admitted to another hosp complaining of chest pains and was transferred for further evaluation. Follow-up angiography revealed thrombus proximal to the stent site in the right coronary artery. An attempt was made to re-angioplasty the area. Another company's device was used in an attempt to draw out the clot, but the pt continued to clot in the coronary. At this point the pt seemed to have a cerebral vascular event and eventually died. A malfunction of the device cannot be identified.